Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that unspecified oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. The patient was stable.

Event description:
New information received notes programming changes were made. The patient was stable.